Manufacturer narrative:
Concomitant products: dtba1q1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient alert sounded, and the left ventricular (lv) lead exhibited high impedances. The lead pacing vector was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.